Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. Device was not returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. The additional information received identifies that there was resistance during injection when the lens was in the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Per the IFU, injection should have been discontinued at the point resistance was experienced.

Event description:
On 7th july 2025, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye, the optic was observed to be cracked necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. The device was retained and returned to rayner for evaluation. The injector was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the movable flaps were firmly closed, and the plunger was fully retracted. A small amount of viscoelastic residue was observed in the loading bay and in the nozzle. To facilitate further inspection of the returned product, the injector was disassembled. The injector parts were inspected under 10x magnification, no damage was observed to any part of the injector. No lens was returned to rayner for evaluation. To facilitate further testing of the injector, the injector was re-assembled and 1x rayone aspheric rao600c from rayner's stock was loaded and injected as per the IFU. Ophteisbio3.0% was used for this test injection. Injection was successful, with no resistance experienced during injection and no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle which identified some irregular coating within the nozzle; however, this could be an artefact of the force of the initial injection during surgery and the subsequent test injection performed by rayner resulting in deposition of some of the coating material onto the lenses. Product inspection cannot verify the event as reported due to the absence of the lens for return. The additional information received identifies that there was resistance during injection when the lens was in the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Per the IFU, injection should have been discontinued at the point resistance was experienced.

Event description:
On 7th july 2025, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye, the optic was observed to be cracked necessitating lens explantation and exchange.